Event description:
It was reported that following a pocket revision procedure (MFR - 3006630150-2024-05957). The patient was administered antibiotics due to some redness around the incision site. The patient was reportedly healing good.

Manufacturer narrative:
Block b3: exact date unknown, event occurred following patient's recent pocket revision prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7101408.